Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was tested and appeared to have a leak in the system as there was a lack of coaptation of the urethra resulting in incontinence. The balloon component was empty. The artificial urinary sphincter (aus) was removed, and a new aus was implanted. No further patient complications were reported.